Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be received. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon impacted device with mating device. During this event the device fractured. The procedure was completed with the fractured device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation shows signs of repeated use (nicked or gouged) and is fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.